Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-08496. Correction: e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device with a note saying low flow error. They were running device with pads and was getting flow rate (fr) was 1.9l/m and stated when they moved the fittings and get air leaks. Forwarded for proper handling. Per follow up information received via task on 03apr2025, it was reported that they performed preventative maintenance on the device and ran all test. No repairs were needed. No further issues were reported, and device was available for use. No patient involvement at the time of the malfunction.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device with a note saying low flow error. They were running device with pads and was getting flow rate (fr) was 1.9l/m and stated when they moved the fittings and get air leaks. Forwarded for proper handling.